Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the biopsy channel port was shaved by coiled shaft of cleaning brushes while inserting/retrieving the brushes. The event can be detected by following the instructions for use (IFU) section: instructions 3.2 preparation and inspection of the endoscope. Inspection of the endoscope. Inspect the control section and the endoscope connector for excessive scratching. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited a shaved forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.